Event description:
It was reported that during the left atrial appendage closure (laac) procedure torflex transseptal guiding sheath was selected for use. It has been mentioned that during procedure the physician noticed the stopcock was broken and leaking. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) h6.

Event description:
It was reported that during the left atrial appendage closure (laac) procedure torflex transseptal guiding sheath was selected for use. It has been mentioned that during procedure the physician noticed the stopcock was broken and leaking. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the left atrial appendage closure (laac) procedure torflex transseptal guiding sheath was selected for use. It has been mentioned that during procedure the physician noticed the stopcock was broken and leaking. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the stopcock being broken and leaking of the sheath's stopcock was confirmed upon device return and inspection, it was observed that the stopcock break is confirmed via analysis done to the returned device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, during the flushing test, the stopcock was found to leak at the lower end of the shaft; refer to the attachment. The issue is related to design. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the cause traced to device design cause code was selected specifically for the design of the primary packaging (die-cut card), based on the information provided within the event description.